Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a primary breast augmentation with two 325cc mentor memorygel breast implant prostheses and experienced bilateral grade IV capsular contracture and rupture postoperatively. The patient experienced bilateral breast pain and breast deformity sometime in 2019. The patient was advised to take anti-inflammatory medication by her physician. However, the symptoms did not improve. On (B)(6) 2020, the patient had a consultation with her physician, and the patient was diagnosed with bilateral grade IV capsular contracture. As a result, the patient underwent removal and replacement with two 295cc mentor memorygel breast implant prostheses (catalog #: smpx295, left serial #: (B)(4), right serial #: (B)(4)) on (B)(6) 2020. Upon explantation, the surgeon stated that both devices were observed to be ruptured. The event date was estimated as (B)(6) 2019 based on available information. This report is for the right-sided prosthesis.

Manufacturer narrative:
On (B)(6) 2021, the analysis was completed based off of a photo that was provided. Investigation summary : during visual evaluation of the picture, no apparent damage or visual anomalies were observed in the product. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).